Event description:
Dealer stated that the metal frame piece that is welded to the cross brace is bent. He stated there is a tube that slides down the inside of it when the chair is folded. The dealer stated that is the part of the frame that is bent.